Event description:
Caller reported a malfunction on the pump with a malfunction code, malf 12, displayed. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, resolving the issue as the malfunction code did not reappear. The caller was advised to continue using the pump and to report if any malfunction code recurred.